Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Extrusion and healing delayed are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of extrusion and healing delayed as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Physician reported right side "scaffold extrusion in delayed wound healing" which "led to a serious deterioration in the health of the pt that resulted in hospitalization" for a pt in the (B)(4) study. Physician indicated a surgery occurred for this event with the breast implant removal and replacement, but "only the edge of the scaffold was removed" (1-25% removed). The majority of the scaffold remains implanted.